Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device and left ventricular (lv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Loss of capture was also observed so the physician believes the lead is fractured, however this has not been determined with x-ray or fluoroscopy. The device was reprogrammed and no intervention has been performed at this time. The device continues to remain implanted and in service. No adverse patient effects were reported.